Event description:
It was reported that the device functioned on ac power only and failed to operate on battery source. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to duplicate or confirm the reported failure to operate on battery power. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of failure was not determined.